Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-00961/-00962/-05471).

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, elevated metal ion levels and metallosis. Legal counsel further reports that a revision procedure occurred on (B)(6) 2012 allegedly due to metal-on-metal wear. Additional information received in patient's medical records indicate the revision was due to metal-on-metal wear. Operative report noted a thickened capsule, purulent material, and brown exudate around the acetabular cup, which was vertical but well-fixed during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, elevated metal ion levels, and metallosis. Legal counsel further reports that a revision occurred on (B)(6) 2012 allegedly due to metal-on-metal wear. Review of invoice history indicates that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00961/-00962).